Event description:
It was reported to boston scientific corporation that a nephromax balloon dilatation catheter device was used in the left kidney during a percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was inflated and burst within rated pressure. The procedure was completed with another nephromax balloon dilatation catheter device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Block h10: investigation results: a visual examination of the returned complaint device found that the balloon was tightly folded. It was noted that the device was attached to a boston scientific encore inflation unit and positive pressure was applied. Visual and tactile examination identified a kink in the catheter shaft located approximately 80mm distal of the hub. This type of damage is consistent with an excessive force having been applied to the shaft. No issues were noted with the material of the balloon. No failures were found that could have contributed to the complaint incident. Based on review of this data, this complaint does not represent a new or unanticipated event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a nephromax balloon dilatation catheter device was used in the left kidney during a percutaneous nephrolithonomy (pcnl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon was inflated and burst within rated pressure. The procedure was completed with another nephromax balloon dilatation catheter device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.